Event description:
It was reported, the cystonephrofiberscope had foreign material falling off from the channel. Indicated, that there was rust in the channel. It is unknown, when the issue was found. There were no reports of patient injury or harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (8) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. The legal manufacturer could not confirm whether the customer's reprocessing steps deviated from the instructions for use. Based on the results of the investigation, foreign material was rust. It was confirmed that rust remained in the channel. Olympus could not identify why the foreign material (rust) remained in the device. The event can be detected/prevented by following the instructions for use which state: chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.